Event description:
It was reported that, during a procedure, the device was wobbling. It was further reported that the procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
D4: full UDI is not available due to missing catalog and lot number. H6: a follow up report will be sent when the investigation is complete.